Manufacturer narrative:
Product event summary: the actual product involved in the event was evaluated. Electrical tests were performed. Visual analysis was the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and endocarditis. The implantable pulse generator (ipg) system was removed a nd multiple valves will need to be replaced. Approximately one week later the ipg system was replaced with a bi-ventricular defibrillator system. No further patient complications have been reported as a result of this event.